Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2022, it was reported that the patient's pump experienced a motor stall. The pump was interrogated and the pump motor stall never recovered. It was unknown what, if any, factors might have led or contributed to the issue. The pump was replaced on (B)(6) 2022. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury". Additional information was received from a foreign healthcare provider. The most recent insertion of baclofen pump was in 2015. The date (B)(6) 2015 is considered an approximate date of implant (specific year known only). A pump motor stall occurred causing the pump to alarm and therapy to be discontinued. The patient needed to be supplemented with oral baclofen and admitted to hospital. Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2022. It was reported that the pump stall occurred on (B)(6) 2022 at 19:15. The estimated end of battery life/elective replacement date (eri) was (B)(6) 2022. The or staff took the pump after the explant and the status of the pump return is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was to be returned.

Manufacturer narrative:
H3: the pump was returned. As per the logs, the pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 525.1 mcg/day. Destructive analysis identified residue in the motor gear train on gear wheel number three; the teeth on gear wheel three were observed as being damaged / worn which led to the stall. Medtronic developed a design change to reduce motor gear corrosion and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.